Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The lesion was predilated with 3.0x12mm and 4.0x12mm non-bsc balloon catheters. A 4.00x16mm promus element plus stent was advanced to the lesion, however the stent came off of the balloon in an unspecfied guide catheter. The device was removed safely. No patient complications were reported.